Manufacturer narrative:
(B)(4). Additional information: pds plus suture was also used for wound closure. Events related to interceed have been reported via 2210968-2020-06277. Events related to pds plus suture have been reported via 2210968-2020-06614. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a low anterior resection procedure on (B)(6) 2020 and an absorbable adhesion barrier was used just under the navel. The patient experienced pain and fever. A CT was taken and inflammation was observed around the umbilical area where the adhesion barrier was placed. The patient continued to experience pain so blood sampling and CT were performed. The blood sample showed a high white blood cell count and CT showed a fluid collection including small bubbles of air under the surgical wound of the umbilical region. Intravenous antibiotics were administered. Blood sampling was performed again and the white blood cell count decreased, but the oppressive pain remained around the umbilicus. A second CT showed that the abscess had become bigger and abscess drainage was performed. During the abscess drainage, brownish odorless liquid came out. The surgeon opined it was caused by the adhesion barrier. In the abscess drainage fluid, no bacteria was detected. The patient has been recovered and discharged from the hospital as of now. No further information is available.